Manufacturer narrative:
The ticket searches determined normal complaint activity for the likely cause lot. Complaint trending report review determined that there is no adverse trend for the product for the complaint issue. A review of the product quality history for the reagent lot using search of the corrective and preventive actions system did not identify issues associated with the customers observation. Customer field data was used to assess the performance of the architect hbsag assay using world wide data. The median population result for reactive samples for lot 94131fn00 falls within the established baseline, indicating the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. No customer returns were available for evaluation. No product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, architect hbsag, list 6c36, that has a similar product distributed in the us, hbsag, list number 4p53. Patient information: no patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) architect hbsag result. Sample ID (B)(6) generated (B)(6) on architect and (B)(6) on elisa. No impact to patient management was reported.